Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. The device was evaluated upon receipt. Circulation pump motor had worn bearings. Replaced circulation pump motor. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation there were bearings in both the mixing pump motor and circulation pump motor were worn and were replaced to prevent future failure in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation there were bearings in both the mixing pump motor and circulation pump motor were worn and were replaced to prevent future failure in an arctic sun device.

Event description:
It was reported that the during sample evaluation there were bearings in both the mixing pump motor and circulation pump motor were worn and were replaced to prevent future failure in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. The device was evaluated upon receipt. Circulation pump motor had worn bearings. Replaced circulation pump motor. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.